Manufacturer narrative:
Additional information: section evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of internal components revealed sheared teeth on the firing racks. A review of the device history record indicates the products were released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. While trying to resect the stomach the stapler did not fire. The clamp remained closed but it did not permit the release of the staples. Also, the surgeon was unable to press the green button and squeeze the handle. In order to complete the case they used a new handle. Patient status is alive, no injury.